Event description:
Boston scientific received information that at follow-up this pacemaker had a remaining longevity of one year and a magnet rate of 90. Approximately (B)(6) months prior the remaining longevity was less than six months remaining. No changes to programming had been made. Boston scientific technical services (ts) battery status depends on outputs and draw on the battery. Additionally, ts discussed there is approximately one year remaining from the time the magnet rate reaches 90. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be scheduled for follow-up in a few months. Records indicate this device remains in service. Should additional information become available this report will be updated.